Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, post valve deployment, the tee (echocardiogram) showed the first 26mm sapien valve was positioned 60:40 but deployed in an 80:20 ventricular position because of difficulty with visualization and fine manipulation. A decision was made to implant a second valve and a second 26mm sapien valve was prepped and deployed a half frame higher than the first valve. A repeat tee showed trace pvl. The patient was noted to have remained stable throughout the procedure. Additional information provided by the cs indicated that the transfemoral procedure was off-label as the patient underwent the tavr procedure in order to resolve his pre-existing moderate to severe ai and not for severe calcified aortic stenosis as indicated. Although the patient was stable he was going in and out of the hospital due to his pre-existing moderate to severe ai. The patient was a non surgical candidate with only trivial aortic stenosis. The patient's aortic valve and root were mildly calcified and the patient did not have mitral annular calcification,the patient had mild ventricular septal hypertrophy, an ejection fraction of 55%, the sinotubular junction (stj) measured 31mm and the sinus of valsalva (sov) measured 41mm. Additionally, the image intensifier angle was noted to be good, the coaxial alignment of the delivery system was noted to be poor, balloon inflation was held for more than 3 second during deployment, and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required or performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the root cause of the reported event is possibly related to a combination of patient (mild aortic valve calcification) and procedural factors (difficult visualization and fine manipulation with poor coaxial alignment). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.